Event description:
It was reported that the anesthesia system generated a technical error code indicating that the safety valve was open and the system checkout failed in the pressure transducer test. There was no patent involvement. Manufacturer's reference #: (B)(4).